Event description:
Patient complaint of site pain related to previous implant of a hologic biozorb marker. Patient was scheduled for outpatient surgery to remove the marker. Same day surgery took place to remove the marker and surgeon found the marker in pieces. Upon investigation, a class 1 recall had been initiated on this model (f0405). Per clinical note: the biozorb 4x5cm, lot number 21m15rg, catalog number f0405 implanted in the right breast of the patient last (B)(6) 2022 as per record is broken into pieces. Messages have been left with hologic on 7/16, 7/17 and 7/18/2024.